Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. In addition, analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemakers low voltage capacitors. This high current condition also depleted the device battery faster than normal.

Event description:
It was reported that this pacemaker triggered an alert in latitude and was found to be in safety mode. The patient was brought into the hospital for reprogramming and indicated that the patient had fallen and injured their eye and forehead. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was returned for analysis.

Event description:
It was reported that this pacemaker triggered an alert in latitude and was found to be in safety mode. The patient was brought into the hospital for reprogramming and indicated that the patient had fallen and injured their eye and forehead. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device will return for analysis.